Event description:
Customer reported that her daughter received a negative result with the cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 (cartridge sn (B)(4) but received positive results with a covid-19 antigen test and a sars-cov2 pcr test. Customer reported that her daughter was symptomatic and was exposed to people with covid-19. The customer was symptomatic and received a negative result with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) on (B)(6) 2022. The cue covid-19 otc tests were from cartridge lot 19894l and performed on reader serial number (B)(4).

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Technical support reviewed customer data and did not find any indications of cartridge mechanical issue. There were no error codes for the reported cue negative result. Retains of the cartridge lot were tested and yielded correct results. Retain testing could not duplicate customer complaint. Root cause was undetermined. Customer did not respond to three attempts from technical support for additional information.

Manufacturer narrative:
Update to g4; adding eua number (eua (B)(4)). Correction to b5: updating description of event to indicate a separate form for each patient. A subsequent report will be created for the second patient correction to b6: adding antigen manufacturer information. Correction to h10: correcting from "false positive" to "false negative" in h10 of initial MDR. Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis.

Event description:
Customer reported that her daughter received a negative result with the cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 (cartridge sn (B)(6)) but received positive results with a covid-19 antigen test and a sars-cov2 pcr test. Customer reported that her daughter was symptomatic and was exposed to people with covid-19. Customer also reported receiving suspected false negative when testing herself with the cue covid-19 test for home and over the counter (otc) use. See (B)(4).